Manufacturer narrative:
Correction: an incision had not been made for the spinal fusion procedure at the time of the reported issue. The site was positioning the patient in the operating room when they aborted navigation. The enclosure charger was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Device manufacturing date is unavailable. During the onsite inspection, the medtronic representative reported that the issue was caused by a faulty enclosure charger. The rep replaced the enclosure charger. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the system was turned on an hour prior to a case and it powered on normally. After raising the gantry in preparation for the case the rep turned the system to e-stop and left it there while preparing for the case. When the rep returned to the system an hour later, the pendant was black and the image acquisition system (ias) power light was blinking. The rep tried unplugging the interconnect cable and observed that the ias was fully powered. The medtronic representative then held the power button until the ias turned off, then pressed it again to turn it on. The light immediately started blinking and the pendant never received power. The power light eventually stopped blinking and the system remained powered off and stuck in the raised position. The site used an alternative imaging system. There was no patient impact reported and the delay in surgery was 10 minutes. Surgery proceeded as planned.